Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer was unsure if an obstruction was blocking the speaker holes. After cleaning the speaker holes and removing the possible obstruction, the alarm cleared. Customer's blood glucose level ranged between 114 mg/dl and 265 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.